Event description:
Triple lumen hickman was found to have a tiny hole/leak in the white lumen, distal to the clamp, right beside the imprinted measurement. It was noted that similar issues had occurred in recent months where holes were found in the blue lumen.